Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported that the end user's stoma had changed and had gotten larger and the appliance he was using had gotten too small. His stoma started rubbing on the flange ring causing the laceration on the stoma base. He was put into a different wafer by the nurse at the last visit for a larger flange ring. They had used stoma powder on the laceration and at the last visit, the nurse had used silver nitrate. No photo is available at this time.